Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -10.0/2.0/097 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged with a longer length lens due to low vault on (B)(6) /2023. This resolved the problem. D4: model # vticmo_12.1. Expiration date: (B)(6) 2024. Unique identifier (UDI) # should be omitted for correction. Serial # (B)(6). H4: device manufacture date: 04-dec-2021. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.0/2.0/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Claim #:(B)(4).